Manufacturer narrative:
Manufacturing review of the cormatrix ecm for cardiac tissue repair device history record(s) could not be completed as the lot/serial number(s) were not provided. It is noted that the instructions for use provided with the proxicor ecm for cardiac tissue repair (art-20700b) lists stenosis and reformation of intracardiac defect as potential complications associated with use of this device, or with any surgical implant procedure. No further details were provided in the published literature relating to these events and attempts to contact corresponding author have been unsuccessful at the time of this report. Should aziyo receive any additional details related to these events, a supplemental report will be filed.

Event description:
As part of the post market surveillance process, this single center, single surgeon retrospective clinical review of norwood palliation procedures published in the annals of thoracic surgery titled "porcine small intestinal submucosa may be a suitable material for norwood arch reconstruction" was reviewed. This article summarizes the results of forty-four (44) pediatric patients with single-ventricle anatomy undergoing a norwood palliation with interdigitating arch reconstruction using a porcine small intestinal submucosa (psis) extracellular matrix from cormatrix cardiovascular, now aziyo biologics. The specific material is not referenced, but cormatrix ecm for cardiac tissue repair would be indicated for these types of heart repair. The review spanned the period of 2/2011 through 1/2015. The cormatrix ecm for cardiac tissue repair was utilized to complete the construction of the neoaorta and the systemic to pulmonary artery shunt. In addition the ecm was used for the distal main pulmonary artery patch. The conducted review of this study cohort defined reinterventions as those specific to the reconstructed neoaortic arch and monitored patient "interstage" survival. As the norwood procedure is the initial palliation for hypoplastic left heart syndrome (hlhs) providing survivability to the second phase (bi-directional glenn (bdg) procedure), and finally to the fontan procedure and/or heart transplant; reintervention in this study was defined as intervention within the "interstage" period. Of the forty-four (44) patients reviewed, there were five (5) neoaortic arch reinterventions performed in 4 patients. There were another ten (10) reinterventions unrelated to the cormatrix ecm for cardiac tissue repair patch involving shunt revisions (5 ea.) And pulmonary artery interventions (5 ea.). This report will encompass all fifteen reported interventions. Three (3) of the five (5) interstage interventions associated with the neoaortic arch repair were hlhs patients. One patient with mitral and aortic atresia had two interstage interventions, initially was noted to have arch obstruction prior to bdg procedure - 83 days post norwood procedure. This patient underwent balloon dilation of the aortic arch. This same patient experienced recurrent arch obstruction post bdg procedure (92 days post norwood) and underwent cardiac catheterization with balloon dilation. The second patient had supravalvular aortic stenosis 16 days after norwood and had surgical aortoplasty and the author states was likely a technical failure of the procedure as the ecm is not as elastic as the native pulmonary artery and the formed ecm patch was undersized. The remaining two (2) of the five (5) interstage interventions occurred after the bi-directional glenn procedure. These patients had recurrent arch obstruction at 209 days post-norwood (hlhs & mitral and aortic atresia) and 214 days post-norwood (hlhs & mitral stenosis / aortic atresia). Both patients were treated via balloon dilation. Attempts to contact the corresponding author have been unsuccessful at the time of this filing for additional information regarding specific product used and corresponding lot numbers. Should any additional information be received a follow-up report will be filed.

Manufacturer narrative:
Aziyo biologics would like to amend/correct the following data fields of this MDR report per notification from FDA MDR team of incorrect usage of box h.1 - summary report and corresponding no. Of events summarized: fields to be corrected (from/to): box b.3 --- from: blank (no date provided). ------> to: (B)(6) 2018. Reason: dditional summary information requested per MDR reporting guidance document section 4.16.2. Box g.2 --- from: foreign, study, and literature selected -------> to: literature (only selected). Reason: aziyo became aware of the foreign study via the published literature only. Box h.5 ----from: article summary (keep as is) -------> to: article summary amended to add: this MDR is one (1) of two (2) mdrs submitted for this published literature. This MDR summarizes the events surrounding a total of fifteen (15) reported events of reoperation (5 events for planned heart transplant due to hypoplastic left heart syndrome etc.; 4 re-operations ranging from balloon dilation, obstruction of neoaortic arch, and six (6) re-operations not related to the aziyo ecm patch. Summary data regarding the 44 patients in this restrospective review had an average age of 10.9 days +/- 18.8 days (range from 3 days to 128 days). A total of 64% of patients had hypoplastic left heart syndrome (hlhs), 16% had double inlet left ventricle, 9% with tricuspid atresia, 9% with unbalanced avsd, and 2% with double outlet right ventricle. Males represented the majority of patients (68%), with an average weight of 3.28 kg+/- 0.65 kg (1.52 - 4.32). Reason: additional summary information requested per MDR reporting guidance document section 4.16.2 box h.1 --- from: selection of serious injury and summary report with 15 events summarized ----> to: serious injury selected only (de-select summary report and no. Events summarized) reason: notification from FDA MDR team of improper use of summary report box - submission not intended to be reported via vmsr program box h.6 --- from: health effect - clinical code: 4576, 2263, 2501 ------> to: remove all codes. Box h.6 --- from: health effect - impact code: 4621, 4629, 4625 ------> to: remove all codes. Box h.6 --- from: medical device problem code: 2993 ------> to: remove code. Box h.6 --- from: component code: 4755 ------> to: remove code. Box h.6 --- from: type of investigation: 4117 ------> to: remove code. Box h.6 --- from: investigation findings: 3221 ------> to: remove code box h.6 --- from: investigation conclusions: 4315 ------> to: remove code. Reason: per medical device reporting for manfacturers guidance for industry, section 4.16 - reports based on literature, specifically section 4.16.2 (bullet point #4 - pg. 36) an excel spreadsheet is provided as an attached document providing all reporting codes for each of the 15 summarized re-operations).